Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
A pqr mgr reported a pt with posterior capsule opacification (pco) three yrs following intraocular lens (iol) implant surgery. Additional info has been requested.